Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the customer's medwatch report, the bovie tip spontaneously erupted into a small flame. There was no harm to the patient or staff. The situation was controlled immediately.